Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided, due to basal rate setting that was too high. Bg was addressed via correction bolus via pump. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.